Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had o ring had become detached where its up on the infusion set tubing. Customer reported o ring detachment by reservoir top. Customer's blood glucose level was 178 mg/dl. It also stated that troubleshooting was performed. It was reported that ring still locks into place but o ring is detached. Customer will return device for analysis

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer.